Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue with the infusion set during use on (B)(6) 2024. Patient reported that tape was not sticking and lost the infusion set while swimming. No further information available.